Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited out of range (oor) low pacing impedance less than 200 ohms. The physician elected to surgically abandon this ra lead during pacemaker change out. A new ra lead and pacemaker were implanted. This ra lead and pacemaker are no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.